Event description:
The user facility reported that the tip of a glidecath became separated during an interventional procedure to address stenosis of the iliac vessels. Communication with the user facility confirmed the following: after crossing the lesion with the glidecath, the physician attempted to retract the device, which resulted in the distal tip becoming separated; the patient was taken to the o.r. Where the detached distal portion of the catheter was successfully removed; a stent was placed in the iliac artery during the surgery; and the patient was released from the hospital with no further complications.

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached material, but there is no code available. (B)(4). The involved device was returned to the manufacturing facility for evaluation. Visual inspection of the returned sample confirmed that the distal portion of the catheter had been fractured approximately 820mm from the distal end. Magnified visual inspection of the area adjacent to the point of separation revealed that the catheter tubing had been flared and elongated. Inspection and testing of undamaged sections of the returned sample confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. The cause of the reported event cannot be definitively determined based on the available information. However, the event description plus examination and testing of the returned sample are most consistent with the distal end of the catheter having become caught by a rigid object, such as calcified, stenotic lesion, and then, becoming damaged to the point of complete separation as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).